Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation for use of the device for cardiopulmonary bypass procedure, the user reported that the sternal saw would not hold the blades. As a result, an alternate device was employed. The user reported that surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.